Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received.

Event description:
It was reported that the patient presented with an infection. No further information is known at this time.

Manufacturer narrative:
A patient had a suspected infection was reported to abbott. The infection was never clearly diagnosed due to the patient not being able to have an MRI or being able to undergo surgery due to their condition. It was determined the patient passed away. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information indicates that the patient passed away on 8feb2024. No further information known at this time.